Event description:
The customer alleged that he received low readings of 3, 9, and 4 mg/dl using his breeze2 meter. The breeze2 meter does not read below 10 mg/dl, but the customer's meter display may be missing segments. The customer was unable to complete the meter self test, so it was not possible to check the display. No adverse event were alleged. The customer was contacted after the initial call to see if he could return his meter for evaluation, but he had already disposed of it. A new contour meter kit was sent to the customer.